Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.

Event description:
"Customer reported that they are experiencing a couple of needlesticks with the syringe/needle set, monoject 27g x 1/2" needle. The needle sticks have occurred after attempting to engage the safety cap on the needle by pressing the wing tab on a table or other hard surface. They actually teach this method vs using the other hand to engage safety caps. The needle portion became dislodged "popped off" flying back at the employee and sticking into their hand causing a needle stick. The luer-loc doesn't appear cracked or distorted in any way.

Manufacturer narrative:
No sampels were provided buy the customer for evaluation. Additionally, there is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continue to monitor for this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/23/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.